Event description:
New information noted that after the procedure, the patient was fine.

Event description:
New information noted that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2021. Further information was requested however, was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.